Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported a general follow-up with patient who had an MRI earlier today. Caller wanted to check impedances and found the 0-7 lead all measured >10,000 ohms on all combinations. 8-15 lead is good. Patient did have some combinations on 0-7 but never noticed a loss in therapy. Patient reported being in traction around (B)(6) 2019 and that is all she could think of regarding any falls/trauma. Patient has not been seen for about 3 years prior to today. Caller will remove electrodes on 0-7 lead and re-program patient. Caller mentioned patient weight is 148 pounds. No symptoms were reported.